Manufacturer narrative:
E1 (B)(6). B5 describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The target lesion was located in the hepatic vein. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient's status is stable. It was further reported the target lesion was 70% stenosed, non-tortuous and mildly calcified.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The target lesion was located in the hepatic vein. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient's status is stable.